Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
A customer complained that they received a questionable leukocyte result for 1 urine patient sample tested using combur-6-test strips. The customer stated that the leukocyte result from the combur 6 test strip was negative. While at the doctor, the patient's leukocyte result was "increased" and the urine appeared murky. The laboratory method used was not provided, no specific data was provided, and it was not known if the increased leukocyte result was from the same sample or a different sample. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The vial of the affected strips was requested to be returned for further investigation. The customer returned one test strip container with 38 of the 50 test strips. The test strips and packaging showed no signs of damage or abnormalities. The retention material of lot number 29187300 and the customer's returned test strips were both visually checked with 0-native urine and a leukocyte dilution series. No false negative results were observed. The results of the measurements fulfilled the requirements. The investigation was unable to find a definitive root cause.